Event description:
The threaded tip is damaged, cracked. The retaining sleeve tore while screwing in the bone screw. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual investigation surrounding the faulty retaining sleeve has shown that the thread in the fore part was torn. Unfortunately it is not possible for us to retrospectively reconstruct the damage (as there has been not detailed information given to us). We can simply assume that the damage was caused by significant mechanical usage. No discrepancy was found in the material and production documents, product fault could be found. The investigation determined the complaint to be indeterminate.